Event description:
This ra lead was implanted on (B)(6)2009 and remains implanted at this time. A call placed to technical services on 06/14/2018 stating that this leads impedance had increased and lots of lead warnings and noise. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).